Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2429304-2022-00004.

Event description:
The customer reports during an unspecified thoracic procedure using a lf-gp fiberscope, had a piece of the insertion tube break off into the patient's larynx during a procedure and had to be retrieved. The intended procedure was completed. No further consequences to the patient have been reported. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. The device was returned to olympus for evaluation. The insertion portion was inspected under a microscope and found approximately 50 percent of the bend section cover glue was detached on the insertion tube side. The missing portion was returned with the physical device.

Manufacturer narrative:
This report is being updated to provide investigation findings. Device history record (DHR) review: olympus confirmed via DHR that the subject device was shipped in accordance with all design and safety specifications. Labeling review. Users can detect/prevent the reported event properly by handling the device in accordance with the following instructions for use (IFU). ·preparation and inspection ¿ preparation and inspection of the endoscope ¿ visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. ·important information ¿ please read before use ¿ warnings and cautions ¿ do not strike the distal end of the insertion tube or allow it to strike other objects. The objective lens surface of the distal end is particularly fragile, and vision abnormalities may result. Do not twist or bend the bending section by hands. Equipment damage may result. Do not squeeze the bending section forcefully. The bending section¿s covering may stretch or break and cause water leaks. The definitive cause of the reported event could not be determined. Presumable cause: the device has been damaged by physical stress during user handling for a long period. A part of insertion section was broken and came off in the patient¿s airway because the device in that state was used for procedure.